Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has minor scratched display window and cracked case at display window corners.

Event description:
It was reported tat the customer's insulin pump will not power on following a battery change. Her blood glucose was 121mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.